Event description:
Paramedics responded to a person in a restaurant complaining of shortness of breath and arrived to find the pt unconscious and unresponsive, propped up in a chair by a bystander. The pt was moved to the floor and connected to the device with disposable pacing/defibrillation/ECG electrodes. The pt could not be successfully intubated due to "copious" vomiting. The pt's ECG was diagnosed as in sinus trachycardia with "s-t" depression and a heart rate of 125. The rptr stated the bystander interfered with the scene touching the pt and "pushing buttons" on the device during the reported incident. The pt's rhythm changed to be pulseless electrical activity - idioventricular rhythm of 30 bpm and CPR was started. As the pt was loaded onto a gurney, the pt's rhythm changed to asystole. The rptr stated that an attempt to defibrillate the pt was made but when the operator pressed the charge button, the device alarmed "connect electrodes" and would not charge. A backup defibrillator/monitor from the advanced life support crew was immediately connected to the electrodes and the pt was transported to the hosp. The pt was not resuscitated.